Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 18-jan-2017, an fse visited the customer to address the reported event. During servicing, fse found the peek tubing clogged. They replaced the peek tubing from the injector to the prefilter. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was clogged peek tubing.

Event description:
On (B)(6) 2017, a customer reported getting long retention times with their g8 analyzer. The customer recently saw leaking during a filter change and tightened the connector. The customer then found that the pressures were elevated. They tried repowering, priming the column with whole blood, and recalibrating the analyzer with fresh qc materials and the retention times returned to normal but the pressures remained high. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.